Event description:
The rptr stated that rptr's spouse did back to back (rapid succession) blood glucose tests, using separate finger sticks. Pt's results were 32 and 175 mg/dl. Rptr stated that pt was asthmatic and taking medication. A control solution test result was in range, 142 (97-145). On followup, it was stated that pt checks the confirmation dot for enough blood when testing. No harm was alleged.